Event description:
It was reported that the event occurred in the cardio cath lab. Prior to insertion the md followed the instructions for use exactly; vacuumed the balloon catheter properly inside of the tray. When removing the intra-aortic balloon (iab) from the tray the membrane was already unwrapped. Due to the pre-unwrapped balloon he could not utilize the catheter. As a result, the md made a require for a new iab. This iab was prepped and inserted via a sheath in the patient's left femoral artery without complications. There was no reported patient death or injury. Medical / surgical intervention was not required. There was a reported delay in intra-aortic balloon pump (iabp) therapy however there was no harm caused to the patient. The outcome of the patient is listed as "no harmful outcome to the patient." Additional information received on (B)(6) 2012 stated that the md found the iab began to unwrap while inserting into the sheath. The md removed the iab and the sheath as one unit. Another iab was retrieved and inserted through a sheath without issue.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.